Event description:
It was reported that the catheter was placed in the patient by the pre-op anesthesiologist in the or. Upon arrival from the or in ICU, the nurse was checking the lines and when she picked up the clear med infusion port, the line snapped in half. It was indicated that it was very very brittle. The line had to be removed and there was no harm to the patient. The line was clamped with a hemostasis. There were no patient complications. Nurse indicated that there was nothing out of the ordinary that was infused into the lumen, just the usual medication. A flotrac was placed in the patient.

Manufacturer narrative:
One catheter was received with an attached contamination shield and monoject 1.5cc limited volume syringe. The rv pacing/infusion extension tube was cut approximately 8cm from the hub. The edges of the cut tubing appeared clean and appeared to match up. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage observed. All remaining through lumens were patent without any leakage or occlusion. There was no visible damage observed on the returned monoject 1.5cc limited volume syringe. The complaint was confirmed. Although the root cause could not be determined, there was no evidence of a manufacturing nonconformance found during the evaluation. Lot number was not provided, therefore review of the manufacturing records could not be completed. It is not known what factors may have contributed to the tubing break. No actions will be taken at this time.